Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the patient's right-sided essure did come apart in 2 pieces when dr. Pulled; however, both pieces were removed in total'), salpingitis ('right fallopian tube showing mild chronic salpingitis/ left fallopian tube showing mild chronic salpingitis') and uterine perforation ('normal uterus with some blood and perforation in cavity / extrusion') in an adult female patient who had essure (batch no. 975389) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 and post procedural pain. Concurrent conditions included pain ovarian, leg pain, abdominal pain, left lower quadrant pain, ovarian cyst, back pain, hernia repair and flank pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), pelvic pain ("pain / chronic pelvic pain, traveling my back, throbbing, numbers going into right ley severe cramping till now"), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular problem"), allergy to metals ("nickel sensitivity"), scar ("I have a lot of scars"), pain ("pain / chronic pelvic pain, traveling my back, throbbing, numbers going into right ley severe cramping till now") and back pain ("pain / chronic pelvic pain, traveling my back, throbbing, numbers going into right ley severe cramping till now"). The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, salpingitis, uterine perforation, pelvic pain, dyspareunia, neuromyopathy, allergy to metals, scar, pain and back pain outcome was unknown. The reporter considered allergy to metals, back pain, device breakage, dyspareunia, neuromyopathy, pain, pelvic pain, salpingitis, scar and uterine perforation to be related to essure. The reporter commented: insertion details: essure device was advanced into the ostia, 6 trailing coils were noted. Attention was then turned to the right tube; however due to some blood and clots, the essure device got kinked. A second device was then introduced without complication into the ostia, 2 trailing coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram. On (B)(6) 2012: impression: apparently successful tubal occlusion with essure procedure.. Magnetic resonance imaging - on (B)(6) 2013: impression: pelvic pain. Ultrasound pelvis. On (B)(6) 2013: impression: thickened endometrium measuring 1.3 cm. Complex 2.7 cm cyst within the left ovary.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and mr received : events- "dyspareunia, neuromuscular problem, nickel sensitivity, I have a lot of scars and pain traveling my back, throbbing" added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the patient's right-sided essure did come apart in 2 pieces when dr. Pulled; however, both pieces were removed in total'), salpingitis ('right fallopian tube showing mild chronic salpingitis/ left fallopian tube showing mild chronic salpingitis') and uterine perforation ('normal uterus with some blood and perforation in cavity') in an adult female patient who had essure (batch no. 975389) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 and post procedural pain. Concurrent conditions included pain ovarian, leg pain, abdominal pain, left lower quadrant pain, ovarian cyst, back pain, hernia repair and flank pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, salpingitis, uterine perforation and pelvic pain outcome was unknown. The reporter considered device breakage, pelvic pain, salpingitis and uterine perforation to be related to essure. The reporter commented: insertion details: essure device was advanced into the ostia, 6 trailing coils were noted. Attention was then turned to the right tube; however due to some blood and clots, the essure device got kinked. A second device was then introduced without complication into the ostia, 2 trailing coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: impression: apparently successful tubal occlusion with essure procedure.. Magnetic resonance imaging - on (B)(6) 2013: impression: pelvic pain. Ultrasound pelvis - on (B)(6) 2013: impression: thickened endometrium measuring 1.3 cm. Complex 2.7 cm cyst within the left ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc. Incident: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the patient's right-sided essure did come apart in 2 pieces when dr. Pulled; however, both pieces were removed in total'), salpingitis ('right fallopian tube showing mild chronic salpingitis/ left fallopian tube showing mild chronic salpingitis') and uterine perforation ('normal uterus with some blood and perforation in cavity / extrusion') in an adult female patient who had essure (batch no. 975389) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 and post procedural pain. Concurrent conditions included pain ovarian, leg pain, abdominal pain, left lower quadrant pain, ovarian cyst, back pain, hernia repair and flank pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain / chronic pelvic pain, traveling my back, throbbing, numbers going into right ley severe cramping till now"), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular problem"), allergy to metals ("nickel sensitivity"), scar ("I have a lot of scars") and pain ("pain / chronic pelvic pain, traveling my back, throbbing, numbers going into right ley severe cramping till now"). The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, salpingitis, uterine perforation, pelvic pain, dyspareunia, neuromyopathy, allergy to metals, scar and pain outcome was unknown. The reporter considered allergy to metals, device breakage, dyspareunia, neuromyopathy, pain, pelvic pain, salpingitis, scar, and uterine perforation to be related to essure. The reporter commented: insertion details: essure device was advanced into the ostia, 6 trailing coils were noted. Attention was then turned to the right tube; however due to some blood and clots, the essure device got kinked. A second device was then introduced without complication into the ostia, 2 trailing coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: impression: apparently successful tubal occlusion with essure procedure.. Magnetic resonance imaging - on (B)(6) 2013: impression: pelvic pain. Ultrasound pelvis - on (B)(6) 2013: impression: thickened endometrium measuring 1.3 cm. Complex 2.7 cm cyst within the left ovary. Lot number: 975389. Manufacturing date: 2012-04. Expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. On (B)(6) 2020: mr received-reporter was added. No new clinical information. Follow up 6 & 7 processed together. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("the patient's right-sided essure did come apart in 2 pieces when dr. Pulled; however, both pieces were removed in total"), salpingitis ("right fallopian tube showing mild chronic salpingitis/ left fallopian tube showing mild chronic salpingitis") and uterine perforation ("normal uterus with some blood and perforation in cavity") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 and post procedural pain. Concurrent conditions included pain ovarian, leg pain, abdominal pain, left lower quadrant pain, ovarian cyst, back pain, hernia repair and flank pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, salpingitis, uterine perforation and pelvic pain outcome was unknown. The reporter considered device breakage, pelvic pain, salpingitis and uterine perforation to be related to essure. The reporter commented: insertion details: essure device was advanced into the ostia, 6 trailing coils were noted. Attention was then turned to the right tube; however due to some blood and clots, the essure device got kinked. A second device was then introduced without complication into the ostia, 2 trailing coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: impression: apparently successful tubal occlusion with essure procedure.. Nuclear magnetic resonance imaging - on (B)(6) 2013: impression: pelvic pain. Ultrasound pelvis - on (B)(6) 2013: impression: thickened endometrium measuring 1.3 cm. Complex 2.7 cm cyst within the left ovary. Concerning the injuries reported in this case, the following one was confirmed in patients medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: no lot number was received in this case. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the patient's right-sided essure did come apart in 2 pieces when dr. Pulled; however, both pieces were removed in total'), salpingitis ('right fallopian tube showing mild chronic salpingitis/ left fallopian tube showing mild chronic salpingitis') and uterine perforation ('normal uterus with some blood and perforation in cavity') in an adult female patient who had essure (batch no: 975389) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 and post procedural pain. Concurrent conditions included pain ovarian, leg pain, abdominal pain, left lower quadrant pain, ovarian cyst, back pain, hernia repair and flank pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, salpingitis, uterine perforation and pelvic pain outcome was unknown. The reporter considered device breakage, pelvic pain, salpingitis and uterine perforation to be related to essure. The reporter commented: insertion details: essure device was advanced into the ostia, 6 trailing coils were noted. Attention was then turned to the right tube; however due to some blood and clots, the essure device got kinked. A second device was then introduced without complication into the ostia, 2 trailing coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012: impression: apparently successful tubal occlusion with essure procedure. Magnetic resonance imaging: on (B)(6) 2013: impression: pelvic pain. Ultrasound pelvis: on (B)(6) 2013: impression: thickened endometrium measuring 1.3 cm. Complex 2.7 cm cyst within the left ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-dec-2019: pfs received: product indication and lot no was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("the patient's right-sided essure did come apart in 2 pieces when doctor pulled; however, both pieces were removed in total"), salpingitis ("right fallopian tube showing mild chronic salpingitis/ left fallopian tube showing mild chronic salpingitis") and uterine perforation ("normal uterus with some blood and perforation in cavity") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 and post procedural pain. Concurrent conditions included pain ovarian, leg pain, abdominal pain, left lower quadrant pain, ovarian cyst, back pain, hernia repair and flank pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, salpingitis, uterine perforation and pelvic pain outcome was unknown. The reporter considered device breakage, pelvic pain, salpingitis and uterine perforation to be related to essure. The reporter commented: insertion details: essure device was advanced into the ostia, 6 trailing coils were noted. Attention was then turned to the right tube; however due to some blood and clots, the essure device got kinked. A second device was then introduced without complication into the ostia, 2 trailing coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012: impression: apparently successful tubal occlusion with essure procedure. Nuclear magnetic resonance imaging: on (B)(6) 2013: impression: pelvic pain. Ultrasound pelvis - on (B)(6) 2013: impression: thickened endometrium measuring 1.3 cm. Complex 2.7 cm cyst within the left ovary. ¿concerning the injuries reported in this case, the following one was confirmed in patient's medical record: pelvic pain. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.